Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
New information notes that the device was explanted on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a symptomatic patient (near syncope) presented in emergency room in backup vvi. The device was approaching eri and was scheduled for replacement.